Event description:
It was reported that the right atrial (ra) lead was damaged during a pulse generator upgrade procedure. The physician noted that the leads were bent in the pocket prior to obtaining vascular access for a left ventricular lead. When the physician attempted to free the ra lead from the pocket, there was atrial loss of capture. Physician then attempted to remove the lead and approximately 1.5 inches from the terminal pin broke off. The broken lead was then capped and another ra lead was implanted successfully. There were no additional adverse patient effects reported.